Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "robotics improves alignment accuracy and reduces early revision rates for uka in the hands of low-volume uka surgeons", 2 patients underwent a revision surgery due to an unspecified reason, after having a unicompartmental knee arthroplasty (uka). The primary uka was performed using the journey 1 uka system with a robotically assisted surgical technique using navio. The current state of health of the patients is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been received. The author has provided radiological assessment of the imaging within the text; therefore, further analysis is not warranted. Without the requested medical documentation, definitive clinical factors which could have contributed to the reported revisions could not be concluded. The patient impact beyond the reported revision cannot be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).